Manufacturer narrative:
According to the currently available information, damage to the active electrode appears likely. However, due to a lack in telemetry history the cause for the hi channels cannot be determined. In order to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated. This is a final report.

Event description:
The patient had not been able to hear for the past year with the device. An x-ray shows the implant to be in the cochlea. No specific trauma has been reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had not been able to hear for the past year with the device. No specific trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such causal event like an accident is mentioned in the patient report. This is a final report.

Event description:
The patient had not been able to hear for the past year with the device. An x-ray shows the implant to be in the cochlea. No specific trauma has been reported. The patient was re-implanted.